Manufacturer narrative:
The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade "iii/IV."

Event description:
Healthcare professional reported right side capsular contracture, baker grade "iii/IV." Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: visual analysis of the returned device identified one curved opening, yellow particles in device inner surface, a void >1 mm in non-textured, wear abrasion, and fold creases. A microscopic analysis and leak test were performed which identified one curved striated opening. Fill inspection was performed and identified no blockage in the valve. Based on the device analysis the final assessment is one striated opening in the side posterior assessed as surgical damage. Additional, changed, and/or corrected data: b.5; d.1; d.4; d.6b; d.9; g.2; h.3; h.4; h.6.

Event description:
Device has been explanted.